Event description:
It was reported that during a surgical procedure, the bur broke in the attachment. It was also reported that the broken piece was removed from the pt and a back-up device was available to complete the procedure. It was further reported that there were no adverse consequences as a result of this event.

Manufacturer narrative:
The bur and attachment subject to this investigation was not returned for eval. Lot number info has not been provided to permit further investigation. The root cause is not determined. If the bur is returned, an eval will be performed and a follow-up MDR will be submitted.